Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue. In an attempt to fix the issue, the fse replaced the shuttle transducer, but that did not fix the problem. The fse ordered and replaced the front end board and that corrected the issue. The IV pole was also replaced since it was broken. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a "skills fair" training session performed by the customer, an "electrical test code # 53" was noticed on the cs300 intra-aortic balloon pump (iabp) . There was no patient involvement, and no adverse event reported.